Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with a matrix construct on an unknown date, and it was discovered that the sleeve from a matrix screw was loose. It was also reported during the same procedure another sleeve for the screw had come loose, but was replaced immediately. This was all discovered during x-rays taken two days post-op. Subsequently, and later on, the screw was lost and could not be sent back. Reportedly the operation was done according to the op-technique. It was also reported that the patient is doing well and no reoperation is planned. This is report 4 of 4 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.